Manufacturer narrative:
A service engineer (se) inspected the device and was unable to duplicate any issues with the ventilator. The se replaced the graphical user interface (gui) alarms label due to wear and tear only. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator was inoperative and was in a safety valve open condition. The oxygen was reported to have popped off the wall and then the unit would not ventilate. The unit was reported to display "waiting for patient connection". The patient was transferred to an alternate ventilator and was not harmed as a result of the event.